Event description:
The device was returned because of a bolus port failed. Upon physical inspection, a delaminated downstream occlusion sensor (dso) and defective upstream occlusion sensor were found.

Manufacturer narrative:
One device was returned for analysis. Visual inspection showed delaminated downstream occlusion (dso)seal, on the upstream occlusion (uso) seal and the had come off or failed. This indicated a reportable malfunction due to the failure of both the uso sensor and dso seal, and the reported issue was duplicated. The cause of the reported issue was a defective remote dose port and printed wire assembly (pwa) board. The downstream/upstream occlusion seal were replaced. The software was updated as a precaution. The service history review had no indication that the complaint was related to a service of the device within the review period.